Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had transmitter charging issues and mentioned during troubleshooting that they experienced a low blood glucose and high blood glucose levels of 235 mg/dl, 255 mg/dl, 260 mg/dl, 300 mg/dl, and 400 mg/dl. The customer stated that they treated for an unspecified low blood glucose with orange juice and food and ended up with the first high reading. The customer treated each high reading with the insulin pump bolus until they were at 250 mg/dl. The customer declined to troubleshoot for both the low and high readings. The insulin pump will not be returned for analysis.